Event description:
It was reported on december 11, 2007, that during a procedure involving an arterio-venous malformation, the "..coating was peeled off at the tip of the catheter...". The physician removed the catheter (subject device) from the pt, and completed the procedure with another product of the same type. There were no reported pt complications and the pt condition was good.